Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for loose shield and defective locking mechanism issue with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to defective locking mechanism issue through CAPA#1465371. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported that a loose shield occurred during use with a bd vacutainer® eclipse¿ blood collection needle with pre-attached holder. The following information was provided by the initial reporter, "when using eclipse needle the safety shield was loose and was difficult to activate: three lots were involved 9270430, 9170786 and 9228829" 60 occurrences were reported.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9228829, medical device expiration date: 2022-08-31, device manufacture date: 2019-09-13. Medical device lot #: 9270430, medical device expiration date: 2022-09-30, device manufacture date: 2019-10-09 medical device lot #: 9170786 medical device expiration date: 2022-06-30 device manufacture date: 2019-07-08. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a loose shield occurred during use with a bd vacutainer® eclipse¿ blood collection needle with pre-attached holder. The following information was provided by the initial reporter, "when using eclipse needle the safety shield was loose and was difficult to activate: three lots were involved 9270430, 9170786, 9228829." 60 occurrences were reported.